Manufacturer narrative:
The main component of the system and the other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had a bacterial infection in their bladder. They also had pelvic surgery. On (B)(6) 2017, it was reported that the patient felt heaviness in their pubic area and felt achy in lower, left-side, frontal area, right below their belly button. On (B)(6) 2017, it was reported that the patient's adhesive tape was really bothering them. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.